Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the pump doesn't recognize the syringe size. The event occurred during testing. There were no patient involvement and harm.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Confirmed customer report that device does not recognize syringe size during testing with 1ml and 50ml syringe. Probably due to barrel clamp potentiometer error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.